Event description:
It was reported that the patient experienced a surgical procedure to revise an inflatable penile prosthesis(ipp) device due to unspecified reasons. A tactra device was implanted. A patient outcome was not reported.